Manufacturer narrative:
No evaluation possible at this time. The international customer has not returned the instrument. Upon the receipt of additional information and/or the product in question, a follow-up report will be submitted.

Event description:
The button on the implant inserter could not be compressed. This lead to the implant not loading. The event cause over 30 delay in the case.

Manufacturer narrative:
An evaluation of the returned inserter handle found no manufacturing, processing or design related irregularities. The examination found the instrument continues to function as intended. No visual or functional anomalies identified.